Event description:
A home peritoneal dialysis pt reported that pt was overfilled during 3. The cycler showed that pt was only filled with 1,700 ml. But pt was having difficulty breathing. Pt bypassed to drain and drained 7,000 ml. Pt felt relieved after. The pt turned off the cycler and discontinued treatment. There was no serious injury.